Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered internal tearing, bladder incontinence, pain, reoccurring prolapsed, scar tissue, and a cyst. No further info has been provided.